Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The customer troubleshot with technical support. The customer replaced the gas delivery system (gds) and the issue was addressed. A gds was return for analysis. An investigation was performed and the root cause was isolated to an out of spec air flow sensor (u1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during preventative maintenance the air and o2 flow readings are out of specification. No patient involvement.